Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a suction break occurred in the middle of a flap creation treatment on a patient's left eye. Suction break was due to patient factors (eye and brow anatomy and squeezing). The surgeon elected to not proceed any further at this time. Flap was incomplete and surgeon plans to complete the flap at a later date. Upon follow up, patient now is experiencing rainbow glare. Issue likely to be resolved when treatment is completed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Upon additional follow up, lasik was completed in both eyes. Patient is very happy with result. Rainbow glare has disappeared. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided. The system history was successfully verified prior to and after the date of event. Logfile review shows that warning messages regarding suction two were shown because the suction value for suction two was oscillating at the lower limit. The reported problem was caused by not good docking and most possible the movement of the patient´s eye which caused the system to exceed the lower warning limit and aborted the treatment. No technical failure could be identified by reviewing the logfile. According to the report, the suction break was due to patient factors (eye and brow anatomy, squeezing). No technical root cause was identified as the product was found to be within specifications. The root cause could be identified as patient movement which caused the lost suction and the incomplete flap. Improper docking and too much fluid on the eye are most possible contributing factors. The manufacturer internal reference number is: (B)(4).